Event description:
A family member reported that pt had stomach pain due to inaccurate low results with fasttake meter. Patient's meter has been giving often low readings one week before date of event. One day prior to event date, pt was experiencing stomach pain and had blood glucose in "the 40's". Pt also experienced thirst, ketonuria and weight loss. Patient was taken to emergency room where pt's blood glucose was 260mg/dl on accucheck meter and 500mg/dl by laboratory testing. Patient was treated in ER by IV fluid and insulin and discharged home. After discharge from ER, patient had blood glucose in "40's" on owned ft meter versus 240mg/dl on another ft meter. Two days after event date, while at a follow-up visit with healthcare provider, patient had a blood glucose of 43mg/dl on ft meter versus "real high" blood glucose on hcp meter. No further information is available. No allegations of harm have been made.